Manufacturer narrative:
The field service engineer checked the cell rinse unit and cell rine water volume. Adjustments were made to the volume and the degasser was replaced. The system software was also upgraded. Precision testing and quality controls were performed and were acceptable. The specific root cause could not be determined. The issue appeared to be resolved after the service actions.

Manufacturer narrative:
The customer found fibrin on the sample probe. The probe was cleaned and probe wash maintenance was performed. After this, controls were run and were ok.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested on the cobas c 503 analytical unit. The reporter provided questionable data for one patient sample tested with chol2 cholesterol gen.2 and ten patient samples tested with gluc3 glucose hk gen.3 on a cobas c 503 analytical unit. No incorrect results were reported outside of the laboratory. Refer to the attachment for all patient data. The samples were initially tested on the complained c 503 analyzer and they were repeated on a second analyzer. The glucose reagent lot number was 643503, with an expiration date of 31-aug-2023. The cholesterol reagent lot number was 658312, with an expiration date of may 2023.